Event description:
The customer reported via phone call she was hospitalized from (B)(6) 2015 and later that day she went back in and was released on (B)(6) 2015. Customer stated the infusion set was bent. Blood glucose value was 477 mg/dl; current reading is 140 mg/dl. The customer stated she had low blood pressure and difficulty breading. During troubleshoot; it was stated the drive support cap is recessed. Time, date, basal rates and bolus wizard are set up correctly. Customer declined to check for site/set issues and to perform the high pressure test. The bolus history is accurate. She was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.